Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure removal difficulty and stent damage occurred. The target lesion being treated was located in the severely calcified right coronary artery (rca). The lesion was pre-dilated with an apex balloon catheter. A 3.50x32mm promus element stent delivery system (sds) was then advanced to the rca. The stent was not deployed and it was decided to remove the sds through the guide catheter, however, the stent got caught in the lesion and damaged the stent. The sds was again attempted to be removed via the guide catheter multiple times. However, it was unsuccessful and caused further damage to the stent, which shortened on the balloon by approximately 4mm. It was then decided to deploy the stent in the rca and the stent seemed well positioned and well-apposed. Deployment of the 3.50x32mm promus element stent successfully treated the target lesion. A nc quantum apex balloon was then advanced and used for post-dilation resulting in "excellent" angiographic results. No patient consequences were reported and the patient's status is stable.